Manufacturer narrative:
The software logs were reviewed and found that according to the logs, the o-arm initiated a shutdown at 11:35:29. The o-arm completed the power down as evident by the following log message: ¿finalizing shutdown sequence with reason=poweroff.¿ this log message indicated that the firmware processed the shutdown. There were no log messages that showed the ias application requested a shutdown. There were no low battery level warnings. It is assumed the user did not request a shutdown. It is possible that the firmware requested the shutdown. The firmware powers down the o-arm if the ias application fails to communicate with the firmware. In some rare cases, the ias application stops communicating with the firmware. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient identifier, age and weight were not made available from the site. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a spine procedure, their imaging system unexpectedly powered-down. Exchanging the motion batteries did not resolve the issue, the behavior reoccurred. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system and the imaging system. There was no delay of therapy. There was no impact on patient outcome.